Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI on friday, (B)(6) 2023, but the pump never recovered from the motor stall. It was reported the motor stall duration was now over 48 hours with no recovery. The environmental/external/patient factors that may have led or contributed to the issue was the patient had an MRI 1.5t, horizontal closed system. The diagnostics/troubleshooting performed was the pump was interrogated several times, with the motor stall being persistent since friday, (B)(6) 2023 with no other log entries according to the hcp. There were no actions/interventions taken to resolve the issue at the time of this report. A surgical intervention was planned however a date has not been scheduled at the time of this report. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's gender, age, weight and medical history was asked but unknown and would not be made available. Additional information was received from a foreign healthcare provider via a company representative. It was reported that as of monday, (B)(6) 2023, the pump motor stall was still persistent and had been over 72 hours. The clinic got a new 20 ml pump and replaced the pump on (B)(6) 2023. It was agreed that the clinic will keep the pump until a mdt employee will take care of the return.